Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that during routine medical device reprocessing, medical device reprocessing staff identified that the complained items were damaged. With 2 of these complained items, the tips were bent in such a way that the instrument was not able to perform correctly. With one of the complained items, the instrument was no longer sliding smoothly back and forth as is necessary for proper function. These items were deed to be no longer functional, and were subsequently discarded. Replacements are required. There were no patient outcome or consequences. This report is for one (1) depth gauge for 2.0/2.4 and 2.7 screws. This is report 1 of 3 for complaint (B)(4).